Event description:
Additional information received reported that patient services indicated to the patient that they would return the device to them after analysis.

Event description:
It was reported the patient stated the battery was too large and hurt because of the size so the system was explanted the day of report. It was stated the patient¿s device greatly reduced their symptoms and had been doing well. It was noted the patient had pain at their device pocket. The patient¿s outcome was reported as no injury. It was later reported the patient recovered without sequelae. Additional information stated the patient was doing well and their doctor was going to talk to them about a replacement.

Manufacturer narrative:
(B)(4) final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins was functionally okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's health care provider (hcp) showed them a smaller implantable neurostimulator (ins) but ended up implanting a larger ins and this upset the patient. The patient told their hcp at their 2 week follow-up that it killed them and their hcp said to give it 6 months. It was reported that the patient did and the pain persisted. The patient was told by their hcp who removed the device that it wasn't deep enough and that the device wasn't for the patient's problem of having leakage while sneezing. It was noted that the patient wanted to have the device returned to them.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05w0p implanted: (B)(6) 2013, product type lead product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type extension product ID: 3037, serial# (B)(4), product type programmer, patient (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.